Event description:
It was reported that the pulse generator exhibited capture anomalies. The device was explanted and replaced.

Event description:
Customer reported receiving an e-6 message on the display of her precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in her meter were not properly set. Customer noted that the date and time had never been set in her meter. She further reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Na